Event description:
It was reported that the patient experience syncope and fell hitting his head. Upon interrogation the right ventricular lead exhibited loss of capture and low lead impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.